Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00017.

Event description:
It was reported that the g7 cup inserter handle was stuck to the cup when attempting to remove. Once removed, the threads were noted to be deformed. It was reported that surgical technique was not used. The handle could not be unthreaded from the cup by hand, and other instruments had to be used for enough torque to unthread the handle from the cup. There was no patient involvement, no patient impact, and no surgical delay. No additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.